Event description:
It was reported that the patient received a notifier for atrial noise reversion and atrial pacing lead impedance values even though it was programmed to vvi. The alerts were due to egm configuration. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.